Event description:
Resulting from hip pain, pt's previously-replaced hip was x-rayed. Findings from medical records state "the acetabular component demonstrates axial migration since (B)(6) 2008 with resultant acetabular protrusio." The cup that was used in the 2007 hip replacement had moved and the bone that had originally enclosed the cup was significantly smaller (some was missing) than was shown after the 2008 follow-up x-ray. Eight days after diagnosis, the failed product was removed and replaced.